Event description:
It was reported that this right ventricular lead was surgically abandoned due to product performance anomaly. This lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).